Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 759a, expiration date 01/31/2010). (B)(4)

Event description:
Caller reports that during a correlation study, the following coaguchek xs/s results were obtained: 2.5 inr/2.0 inr; 2.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.